Event description:
The user facility reported a powder residue inside their reliance synergy washers. No injuries or procedural delays or cancellations have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the washer and found that the chemical lines on their knight chemical dosing system were improperly installed. The technician further inspected the washer and found that the spray arms in the chamber and manifolds were clogged with debris. The technician repaired the washer, ran a test cycle and confirmed it to be operating to specifications. No additional issues have been reported. The washer is not under steris service contract and is serviced and maintained by the user facility. In section 6 of the operator manual it states to conduct weekly cleaning on the spray arms. A steris account manager performed in-service training on the proper use and operation of the washer. The steris technician who installed the knight chemical dosing system was advised of the importance of following the proper installation procedures. After reusable instruments are processed in the reliance synergy washer, the user facility must be further process the instruments through an appropriate validated cycle in a healthcare sterilizer.